Manufacturer narrative:
11/25/97-supplemental report #1 submitted to FDA.

Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, there was sleeve damage and a component disengaged into the pt's cavity. The surgeon explored the abdomen with video and could not find the component. The hosp has reported no pt injury occurred.